Event description:
Pt received a sulzer medica -sulzer orthopedics, inc inter-op acetabular shell implant in 2000. In 2001, the implanted device was explanted. Pt's pre-operative diagnosis was "failed acetabular component, left total hip replacement". The operative findings were "the cup was grossly loose. There was a tremendous amount of inflamed tissue about the hip."